Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had a drilled tip where the cutter could not be inserted. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device cannot insert cutter and the tip was drilled. An assessment was performed on the device which found that the device failed cutter insertion test, due to the bearings being damaged and loose, creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by damaged bearings. The assignable root cause of this condition was determined to be due to normal wear over time. The condition of the device having a drilled neuro tip ¿leg¿ was determined to be due to excessive side loading causing the cutter to flex and to come in contact neuro tip ¿leg¿. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.